Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm error detected. Customer's blood glucose at time of incident was unknown mg/dl. The customer was advised the internal power source in the pump is unable to charge. The customer stated power error detected did not recur within 4 hours of troubleshooting previous occurrence. The customer was advised to clear error by selecting ok. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.

Manufacturer narrative:
The insulin pump passed full functional testing including the displacement test, rewind, prime seating test, basic occlusion test and force sensor test .sleep current measurement and active current measurement within specifications. The power management parameters graph confirmed power error alarm 25 was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector on the printed circuit board. The insulin pump was monitored and functioned properly. The insulin pump was received with cracked keypad overlay at the select button and scratched case.